Event description:
It was reported that pump malfunction occurred without any notable events beforehand and caused customer¿s blood glucose level to read as high, though exact value was not known. Customer experienced elevated blood glucose due to the issue. Customer addressed high blood glucose by giving correction insulin injection by pen or syringe and contacted technical support for help with pump operation. Technical support guided customer through resetting pump malfunction, confirmed that malfunction did not recur, and advised customer to continue using pump and to call back if problem returned, which customer acknowledged and understood.